Event description:
Reporter alleged blood glucose measured 170, 93, and 93 mg/dl during back to back testing. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.